Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but two photos were available for evaluation. The first picture showed the patient label. The sample was visible on the second picture. The mesh was contaminated and was placed on its tray. The textile knitting pattern seems to be found as expected. The quality of the picture did not allow to verify the pgla expanders, the handles positioning and the mesh dimension. The collagen film peeled off on the mesh overlap. It was reported that the mesh tore and the adhesive was not as expected. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open umbilical hernia repair procedure, during mesh placement, after opening the packaging and before rehydration. The adhesive barrier looked damaged before insertion. However, the surgeon still attempted to use it, but the adhesive barrier peeled off, and the surgeon decided not to implant the mesh for safety reasons. It was noted that the violet expanders were broken and the defect was smaller than 3cm. To resolve the issue, the surgeon used suturing technique to close upon defect. There was no patient injury.